Event description:
It was reported that during a preparation for a stenting treatment procedure, a stent dislodgement occurred. The lesion being treated was located in the severely tortuous obtuse marginal artery (om). When the 3.50x20 liberte stent was being inserted into the guide catheter, the physician noticed that the stent was not on the stent delivery balloon. The dislodged stent remained in the "protector" hoop of the stent delivery system. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer - an examination of the returned device found that the stent was stretched and free moving along the balloon. A detailed microscopic examination of the stent found that the mid section of the stent was stretched and the distal edge of the stent (as it rested on the balloon) was slightly flared. The actual balloon did not appear to have been subjected to any positive pressures. There was a clear impression of where the stent had been crimped initially. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a preparation for a stenting treatment procedure, a stent dislodgement occurred. The lesion being treated was located in the severely tortuous obtuse marginal artery (om). When the 3.50x20 liberte stent was being inserted into the guide catheter, the physician noticed that the stent was not on the stent delivery balloon. The dislodged stent remained in the "protector" hoop of the stent delivery system. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status is good.